Event description:
A hewlett packard/philips cardiac monitor, model m1094a overheated and started to smoke while in use with a patient in the post anesthesia care unit (pacu). The patient was immediately removed from the station, the monitor was unplugged, and the oxygen was removed from the wall. Facility biomed dept was immediately notified, picked up the monitor, and plans to send it to a vendor for an exchange. Pacu staff confirmed there was no harm or injury to the patient or staff.